Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist tss received a call from the customer, who reported that the screen froze while restocking. The item scanned displayed a different barcode than what appeared on the screen and prompted to restock an old item with a mismatched barcode. The customer advised that the item would be returned to pharmacy. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the screen frozen while the user was restocking the medication, and the scanned item read a different barcode than what was displayed on the screen. There were no delay, no adverse events or injuries reported based on this event.